Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after the patient had torsion of the upper part of their body during work, the patient felt a sudden chest pain and could not move their body without pain. The patient went to the hospital and an examination revealed the right ventricular (rv) lead had perforated the ventricle and there was a small hemorrhagic extrusion in the pericardium which had to be drained. The rv lead was repositioned and remains in use. No further patient complication have been reported as a result of this event.